Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as 'high'; cause was not known. Customer administered a manual injection to address bg level, and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.